Event description:
Complainant alleged that the staff of the cath lab attempted to defibrillate a pt (age and gender unk) three times (joule settings unk), but the device failed to discharge. The device displayed a "status 90" message on the screen. The staff was able to obtain another unit to defibrillate the pt, and there were no adverse effects on the pt.